Manufacturer narrative:
Pinch valves were replaced. Calibration signals were ok. Quality controls were within specifications. The investigation could not identify a product problem. The issue is consistent with either bubbles/foam on the sample surface or bubbles/foam on the surface of the reagent.

Manufacturer narrative:
The field service engineer changed the measuring cells and adjusted a probe and probe reservoir. The pinch tubing was replaced due to error messages indicating low signals. The pinch tubing was later replaced a second time. After these actions, the complained sample was repeated again, resulting in a tsh value of 144 uiu/ml on (B)(6) 2021.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh ver. 2 assay on a cobas 8000 e 801 module. The sample initially resulted in a tsh value of 3.76 uiu/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated twice on a second analyzer, each time resulting in a value of > 100 uiu/ml accompanied by a data flag. The sample was then automatically repeated with a dilution, resulting in a value of 145 uiu/ml. The high value of 145 uiu/ml was confirmed after manual dilution of the sample. The specific data for this manual dilution repeat was not provided. The 145 uiu/ml value was considered to be correct. The tsh reagent lot number was 551796. The reagent expiration date was requested, but not provided.